Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
During a procedure, the tibial component would not seat. The device was removed from the patient and attempted to be implanted a second time; however, the device would not seat. Tibial augments were used and the tibial construct was still unable to be implanted. Another device was used to complete the procedure after approximately a 90 minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant product(s): - vanguard tibial cruciate wing, - catalogue: 185651, lot: 315720. Tibial offset adaptor, - catalogue: 185211, lot: 588570. Tibial stem, - catalogue: 148302, lot: 277740. Methods: actual device evaluated, visual inspection, manufacturing review, photographic inspection, labeling review. Results: no failure detected. Conclusions: no failure detected, device operated within specification. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned assembly shows it was attempted to be implanted as there is cement remaining on parts of the tray and cruciate wing. There are some impact marks on the posterior side of the tray most likely from implantation/removal. The unit was dimensionally inspected was found to be within print specifications. The DHR was reviewed and no discrepancies were found and device analysis indicated that the device met specification. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.